Event description:
Information was received from a consumer regarding a patient who was taking morphine (concentration 10mg/ml, dose of 2.101mg/day) via an implantable infusion pump for non-malignant pain. It was reported on (B)(6) 2016 that the patient¿s appointment was on (B)(6) 2016, but it was changed to (B)(6) 2016 because there was a new healthcare professional starting on (B)(6) 2016. They told the patient he would be fine because he wasn't due for a refill until (B)(6) 2016. It was stated the pump had alarmed. It was stated the patient heard a single beep on (B)(6) 2016. It was stated there are two low reservoir alarm dates listed on his print out, (B)(6) 2016. It was stated the pump (B)(4) was replaced due to longevity on (B)(6) 2016 and they lowered the medication at first to then increase slowly back up to where the patient previously was. It was stated the patient¿s refill was supposed to start on (B)(6) 2016 in the afternoon. It was stated the patient felt their date was wrong because he shouldn¿t have alarmed. The patient hadn¿t used the personal therapy manager as he was programmed to. The patient was asked to get his personal therapy manager (ptm) and used it to get therapy information. It was stated when the patient first turned on his ptm it says (B)(6) 2016. It was stated the ptm says: (B)(6) 2016 (upcoming refill date) (B)(6) 2016 (last change). The ptm also showed ¿call doctor (B)(6) 2016 8254 at 9:20 a.m.¿ the patient started feeling bad (it was stated he woke up with light nausea and headache and kind of nervous anxious feeling on sunday).

Manufacturer narrative:
Other was checked in error. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.